Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a colleague infusion pump with an 810:11 failure code. The event was reported to have occurred during programming/set-up in the medical surgery unit. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During service at baxter on (B)(6) 2010 the ail pcb (air in line printed circuit board) was out of calibration and was recalibrated. This is involving a pump with software version 6.13.90 which is categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2008, due to loosening of the acetabular cup.